Manufacturer narrative:
Carefusion file identification: (B)(4). (B)(4). A return materials authorizations has been provided to the customer but the suspect main printed circuit board (pcb) hasn't been received at this time by carefusion. If the suspect component is returned then a supplemental report will be submitted after an investigation is completed.

Event description:
The customer reported that the suspect vela ventilator displayed multiple alarms (motor fault alarm, ventilator inoperable, transducer fault alarm, low minute ventilation (ve) alarm, and transducer fault alarm)while being tested on test lung. There was no patient involvement associated with the reported event. The customer replaced flow sensor, exhalation valve body and exhalation diaphragm before performing a calibration on the exhaled differential pressure transducer, but it failed. The reported issue was resolved by replacing main printed circuit board (pcb).